Event description:
The physician stated tachy therapies were turned off because "there's no indication for tachy therapies anymore." Physician also stated that three shocks were delivered which he deemed inappropriate due to oversensing, and there was an apparent lead fracture. The lead was capped and replaced with a brady lead. No other patient complications were reported as a result of this event.

Manufacturer narrative:
Other: the physician stated tachy therapies were turned off because "there's no indication for tachy therapies anymore." Physician also stated that three shocks were delivered which he deemed inappropriate due to oversensing, and there was an apparent lead fracture. The lead was capped and replaced with a brady lead. No other patient complications were reported as a result of this event. No conclusion can be drawn; lead(s), fracture of, oversensing, device remains activated, shock, inappropriate.